Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient thinks their strokes (not related to device/therapy) have impacted their nerve balance and thinks the ins location in their right buttocks is causing their nerves to hurt (patient started saying preventing their legs from, but changed the end to indicate nerves hurt). Caller thinks the ins location is "bothering their recovery system" and mentioned gaining weight since implant. Caller noted the issue seemed to be around the time of their radiation treatment (treatment is not related to device/therapy). The patient also said their patient programmer (pp) is showing poor communication; they noted changing the batteries on date of initial report. The patient had their patient programmer (pp) and antenna at time of the call; it was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins; the poor communication issue was not resolved. As a result of what was reported, ins longevity relative to date of implant was considered provided they weren't receiving therapy. The patient then noted they purposely turned their ins off at the time of their unrelated medical surgeries and procedures. The call center reviewed that even though the ins has been off recently, there is potential for the ins to reach end of service (eos). The patient was redirected to their healthcare provider (hcp) to check the ins, ins site, and discuss patient wish to explant. When asked for an event date, the patient said the issues occurred in 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the poor communication issue was determined, the patient said "age of unit." When asked what actions/interventions were taken to resolve the pain an poor communication issue, they said none and there was no pain (the information about pain conflicts with what was previously reported). Explant is not anticipated. No further patient complications have been reported as a result of this event.